Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed but could not be identified. The foreign material was likely unremoved because the device was not reprocessed properly due to a leak at the scope cover. The root cause of the suggested "plastic distal end cover burnt" event could not be determined. Still, it is possible that the user used a high-energy endo therapy accessory, such as a laser, or high frequency without securing enough distance from the tip of the subject device. The suggested event of foreign material is detectable and preventable by handling the device following the instructions for use (IFU). IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Users may be able to detect the event of plastic distal end cover burnt by handling the device in accordance with the following IFU. IFU cf-hq1100dl/I operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. IFU cf-hq1100dl/I operation manual chapter 4 operation:4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope contained a white foreign material in the air/water cylinder, channel, jet tube, nozzle and there was burn damage on the probe cover. There were no reports of patient involvement.